Event description:
During an atrial fibrillation ablation procedure using a therapy cool flex ablation catheter, a cardiac tamponade occurred. Transseptal access was obtained and the therapy cool flex ablation catheter was used to successfully perform ablation on the left superior and inferior pulmonary veins. The patient became increasingly hypotensive over approximately one hour and fluoroscopy revealed a reduction in cardiac movement. A transesophageal echocardiogram revealed a pericardial effusion. A pericardiocenteses was performed, which stabilized the patient. There was no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac tamponade was procedure related. Per the IFU, vascular perforation is an inherent risk during any electrode replacement.